Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck [foreign body in reproductive tract]. Went to take out the tampon the string disconnected from the tampon itself causing it to get stuck [complication of device removal]. Cramps - tampon [dysmenorrhoea]. String disconnected from the tampon [device breakage]. Consumer contacted via e-mail and stated that when she went to take out the tampon the string disconnected from the tampon. No serious injury was reported. Follow-up: the consumer went to pull the tampon out and noticed it was just the string.